Manufacturer narrative:
D9: product received date 11/13/2024 h3: one cassette product was returned for analysis in used condition. Photos were attached to the complaint and no issues were detected. Visual and functional testing was performed, and complaint was not confirmed. Visual inspection found no damage, scuffs, pinch marks, cracks, crazing, or cuts. No particles were detected on the sample received. The sample was filled with 100 ml of water using a syringe to detect any occlusion or leaking. After this, the cassette was assembled in the pump and no issues were detected. A review of device history record (DHR) found no non-conformances.

Event description:
It was reported that a patient came for cadd pump removal and the patient stated the pump was beeping yesterday. Per reporter, the patient noticed a white substance on the bag, and upon removal today it appears that the pump leaked. Clinically the oncologist has been contacted and a plan of care is in engaged. The registered nurse and oncologist examined the pump and nothing appeared to have come disconnected at the tubing sites. Per reporter, it almost looks as if this happened from inside the pump itself. This event occurred while use with the patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). H3: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4461356 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. H10: additional related report number "3012307300-2024-08137"